Event description:
While dr was performing neuro surgery using the maestro drill, the drill blew apart and missed dr's head. Drill was removed and another drill was brought in to finish the procedure.